Manufacturer narrative:
The t:slim g4 user guide states that the pump can stop insulin delivery and alert if there has been no interac­tion with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours and can be set anywhere between 5 and 24 hours, or off. This alarm notifies that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent multiple auto-off alarms while asleep. The customer's blood glucose levels were not impacted. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified or turned off and to check with their healthcare provider before modifying the settings.